Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 32 synergy¿ stent was selected for use to treat the lesion. The device was flushed and the stent protection sheet was removed. Afterwards, the physician attempted to engage the wire into the monorail system but failed. After closer inspection, the physician noted that the stent was lost. The physician reported that the stent was probably lost during removal of the stent protection sheet. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This device is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The detached stent was also received for analysis. The stent was detached from the delivery system. The detached stent was severely stretched and distorted in its center. The maximum stent profile at the distal and proximal end were measured respectively. The stent protector was received for analysis. The ID was verified to meet the specification. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The investigator noted that all the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. A microscopic examination found that the distal inner was kinked and stretched 2mm distal to the bi-component bond. This type of damage is consistent with the application of excessive force to the delivery system and would have prevented the passage of a guidewire. No other issues were noted with the profile of the shaft. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 32 synergy¿ stent was selected for use to treat the lesion. The device was flushed and the stent protection sheet was removed. Afterwards, the physician attempted to engage the wire into the monorail system but failed. After closer inspection, the physician noted that the stent was lost. The physician reported that the stent was probably lost during removal of the stent protection sheet. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This device is only ous approved but is similar to an approved us device.